Event description:
On (B)(6) 2011, (B)(4) received a complaint from (B)(6) regarding sub-optimal tissue processing from protocols which started on (B)(6) 2011 and completed on (B)(6) 2011, using peloris tissue processor (B)(4). On (B)(6) 2011, (B)(4) received information that one shave biopsy exhibiting sub-optimal processing was not diagnosable, and that re-biopsy of the patient involved was required. Investigation of this complaint by (B)(4) is in progress.